Event description:
A company representative reported that a patient was revised to address a mesa small stature straight deformity rod and a mesa small stature straight rail that fractured approximately three years post-operatively. It was further reported that the patient experienced pain and nonunion. This report captures the straight rail.